Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The search revealed that no other complaints were received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dfw150 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively unspecified visual issues were observed; thus, the iol was explanted during a secondary surgical procedure. Information about the replacement iol and patient prognosis post lens exchange are both unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was cut into three pieces and coated in viscoelastic residue. The lens was cleaned and inspected, and one portion of the lens was damaged, consistent with damage that occurred while being cut for explant. No issues that could contribute to the complaint issue was observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dfw150 model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that the production order was released within diopter specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.